Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent a total shoulder procedure on (B)(6) 2014. Three years post-op, the ar-9105-03, glenoid, pe with peg, large, lot 1432001 that was implanted broke. The patient underwent a second surgery on (B)(6) 2017 during which the broken glenoid was explanted. The pegs and keel seemed to have sheared off. There was no traumatic event that caused the glenoid to fail (i.e. Patient falling). The broken glenoid was removed and no devices were implanted. The pegs and keel were retrieved from the patient. Surgeon used a grasper to pull them out. The device was discarded by the facility. Pictures of the device have been provided. The surgeon performed a routine arthroscopy to remove the implant. Surgeon then left the patient as is to see if the patient could manage without another open procedure. Follow-up investigation: the patient came back in (B)(6) 2017 to have a revision tsa. During the (B)(6) 2017 revision tsa the surgeon had to explant the original ar-9154-21p, usp ii humeral head, lot 2501401412, and the trunion portion of the original ar-9100-10s, univers apex humeral stem, lot 1192182. This was to gain access to be able to implant a new glenoid. These explanted devices looked ok but the surgeon chose to implant brand new devices with the new glenoid. The following devices were implanted during the (B)(6) 2017 second revision procedure: ar-9100tk, univers ii trunion kit, lot 160060411; ar-9105-03 univers glenoid poly with peg, lot 113601641; ar-9150-19p, univers ii humeral head, lot 170031621. None of the explanted devices from either revision will be returned for evaluation. Patient is a male.